Event description:
1. Reported complaint kink 2. Quantity of sample(s) we received one picture for investigation 3. Concerned product code / batch infusion set vl pr 72-11 / (B)(4) / batch unknown 4. Investigation report we did not receive sample for investigation but only one picture, during visual inspection we see the kink,it is visibly clear that the tube was dented but review of retain samples and batch documentation is not possible since the batch number is unknown . During the last 12 months (19.07.2022 to 18.07.2023) and no similar complaints regarding problem with "kink " for this article (B)(4) . 5. Root cause based on the investigation, we confirm that this failure is due to human error and failed training because the operators didn't follow process flow and the work instruction during enrolement step. 6. Corrective action to avoid this defect due to lack of vigilance and failed training we have performed a meeting with all operators of processus (B)(4) on hand assembly to show them the criticality of the defect (kink ) to be careful in the future to avoid this kind of defect. We have shown to operators via a simplified video the usefulness of each component and the importance of the enrolement step for the proper functioning of the set and the safety of the patient we asked operators to be more vigilant: 1- during enrolement step: during enrolling step visual inspection must be performed to discard this kinks tube 2- during 100 % control before the secondary packaging , the set with defect should be rejected conclusion based on these results we confirm this complaint.

Event description:
Per customer: "pt being given epoprostenol for pulmonary hypertension. IV pump alarmed "pre-occlusion" alarm - clinical staff cleared the line and continued infusion appropriately. Shortly after, the patient became hypotensive (map in 30's/40's), very red, light headed with a headache. It was noted by clinical staff that filtered lines pr72-11 often come out of the package with kinks in the line that are not removable and often cause occlusions. Physician team feels that the pt's symptoms this morning were likely due to a bolus of epoprostenol being administered to the patient when the line was fixed. This happened later the same day when trying to prime new line for the same patient." No further information regarding the patient's condition has been made available; this is being reported as a conservative measure as we await additional product information to perform the investigation.